Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Visual inspection and functional testing were performed on the pump and the customer's reported issue was verified. Inspection of the pump upon power, it alarmed and displayed error 45639, which is a motor issue. However, due to the alarm after power up, the microprocessor board was the issue. Further investigation of the pump and determined that the microprocessor board was defective and the cause of the issue. The microprocessor board will be replaced.

Event description:
Additional information received indicated that the event occurred during routine testing. The was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "system fault error". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.